Event description:
It was reported on (B)(6) 2025 a 25-18mm amplatzer talisman pfo occluder was selected for implant using an 8f amplatzer talisman delivery sheath. During implant the right disc of the occluder took on a hamburger shape after the left disc was opened and positioned. Several attempts were made to re-deploy the occluder but the disc did not return to its original shape. The occlduer was removed from the patient and replaced with a new 25-18mm amplatzer talisman pfo occluder. During implant the second occluder also took on a hamburger shape. The occluder was removed from the patient and replaced with a new 25-18mm amplatzer talisman pfo occluder, which was successfully implanted. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.